Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to report that on (B)(6) 2015, the patient experienced a permanent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Correction to the MFR number in the previous follow-up report 001. Follow-up report 001 was originally submitted, in error, as 3004753838-2015-25431. This report is intended to provide the same content which was already reported in the previous follow-up report 001 submission, but under the correct MFR number 3004753838-2016-25431 to ensure it can be correctly associated with the applicable initial medwatch report.